Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Total knee arthroplasty. Collared pin: pin broke in half when removing drill from patient. Able to retrieve all pieces from the patient. Pin was discarded, all bits removed and new pin was used.

Manufacturer narrative:
Total knee arthroplasty. Collared pin: pin broke in half when removing drill from patient. Able to retrieve all pieces from the patient. Pin was discarded, all bits removed and new pin was used. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.